Manufacturer narrative:
When the MDR was filed, it was filed for serial number (s/n) (B)(4). Through investigation, the s/n was confirmed to be s/n: (B)(4).

Event description:
It was reported that the table allegedly moved into trendelenburg on its' own during the procedure. There was no injury, surgical delay or adverse consequence reported.

Manufacturer narrative:
It was reported that the table allegedly moved into trendelenburg on its' own during the procedure. There was no injury, surgical delay or adverse consequence reported. The stryker field service technician (sfst) went to the customer site and visually examined the table and completed a full mechanical evaluation. The sfst was unable to replicate the complaint. The sfst did identify that this customer site was utilizing a hand pendant that was earlier recalled, (z-1488-2013). The table is stored out of use until the hand pendant is replaced. There was no injury, surgical delay or adverse consequence reported.

Event description:
It was reported that the table allegedly moved into trendelenburg on its' own during the procedure. There was no injury, surgical delay or adverse consequence reported.